Manufacturer narrative:
A ge service rep performed an on site investigation. The generator settings were reloaded during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a filament error message during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.